Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/"), dependence on respirator ("other injury(ies) or complication please describe: after essure removal, was on ventilator and unable to breath on her own") and endometrial ablation ("ablation") in a 37-year-old female patient who had essure (batch no. 857599,901336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, hemorrhage (nos), uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: iud. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe:flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dependence on respirator (seriousness criterion medically significant). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced abdominal pain ("severe abdominal pain/stabbing pain"), back pain ("severe back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), fatigue ("fatigue"), pruritus ("skin itching") and headache ("headache"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and alopecia had resolved, the dependence on respirator, endometrial ablation, mood swings, hot flush, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the dysmenorrhoea, abdominal pain, urinary tract infection, pruritus and headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dependence on respirator, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, hot flush, mood swings, nausea, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ovaries were closed and essure would work. Pathology test - on (B)(6) 2015: a. Uterus, cervix, bilateral fallopian tubes with essure implants, resection: 1. Cervix, small leiomyoma. 2. Endometrium, proliferative type pattern. 3. Myometrium,leiomyomata. 4. Focal cystic gland within subserosai myometrium consistent with endosalpingiosis. 5. Bilateral fallopian tubes with essure implants and no diagnostic abnormality.. Most recent follow-up information incorporated above includes: on 21-feb-2019: pfs received lot number added. New reporters added. Events " mood swings / flashes, uti, apareunia (inability to have sexual intercourse), skin rashes, bladder or urinary problems or changes, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, after essure removal, was on ventilator and unable to breath on her own, skin itching, headache, ablation" were added. Concomitant drug, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/"), dependence on respirator ("other injury(ies) or complication please describe: after essure removal, was on ventilator and unable to breath on her own") and endometrial ablation ("ablation") in a 37-year-old female patient who had essure (batch no. 857599,901336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, hemorrhage (nos), uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: iud. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe:flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dependence on respirator (seriousness criterion medically significant). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced abdominal pain ("severe abdominal pain/stabbing pain"), back pain ("severe back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), fatigue ("fatigue"), pruritus ("skin itching") and headache ("headache"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and alopecia had resolved, the dependence on respirator, endometrial ablation, mood swings, hot flush, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the dysmenorrhoea, abdominal pain, urinary tract infection, pruritus and headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dependence on respirator, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, hot flush, mood swings, nausea, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ovaries were closed and essure would work. Pathology test - on (B)(6) 2015: a. Uterus, cervix, bilateral fallopian tubes with essure implants, resection: 1. Cervix, small leiomyoma. 2. Endometrium, proliferative type pattern. 3. Myometrium,leiomyomata. 4. Focal cystic gland within subserosai myometrium consistent with endosalpingiosis. 5. Bilateral fallopian tubes with essure implants and no diagnostic abnormality.. Lot number: 901336 manufacture date: 2011-09 expiration date: 2014-09. Lot number: 857599 manufacture date: 2011-05 expiration date: 2014-05-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.